Manufacturer narrative:
Initial complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the first day after transurethral resection of the prostate, the foley catheter balloon collapsed and inadvertently came out. After checking that the tubing was intact, the catheter was reinserted.